Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during infusion. The device had been filled with fluorouracil in normal saline solution. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured february 22, 2016 - february 23, 2016. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, normal flow was observed from the device. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.